Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Age at time of the event: not provided. Gender: not provided. Patient weight: not provided. Date of event: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant at site #30 was removed due to infection. Implant has had recurring infection. Doctor has done 3 separate flap/clean out procedure, in the last 2 years and after the last time, patient continues to have inflammation, bleeding and infection.